Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 39238, was returned and analyzed. Visual inspection of the balloon catheter showed the guide wire luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. Pressure test also showed guide wire lumen kink inside the balloon segment of the catheter. Dissection showed that there was a guide wire lumen kink at 1.40 inches from the tip inside the balloon which could have happened post procedure. In conclusion, the reported broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to a broken luer and guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the luer lock connector for the guidewire lumen broke on preparation for the case. The balloon catheter was replaced for the following procedure. There was no patient involvement.